Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Initial procedure date. Date that allergic reaction occurred? Specific location that surgicel fibrillar was used? What was done when the patient was brought back to the theatre? What medical and surgical interventions were performed? What were the allergy test results? Update to patient current condition. Product code and lot number involved.

Event description:
It was reported that a (B)(6) female patient underwent a spinal procedure for scoliosis on an unknown date and absorbable hemostat device was used. The absorbable hemostat device was placed and then subsequently removed during the procedure (did not remain in situ). The patient experienced anaphylaxis which included rash, bronchospasm and low blood pressure and was brought back to the theatre with suspected allergic reaction to the absorbable hemostat device. The patient was going to be tested for serum tryptase and skin tests were going to be done with the absorbable hemostat device and other products. The doctor opines that the cause of the allergic reaction was most probably the absorbable hemostat device. Additional information has been requested.

Manufacturer narrative:
(B)(4). Date of initial report 10/24/2018. Additional information was requested and the following was obtained: the patients allergy testing had to be postponed for personal reasons.